Event description:
Because of the medtronic infuse implanted during my surgery, I began to suffer from serious complications such as pain, physical limitations, as well as a need for a revision surgery.